Event description:
It was reported that when the device, with reload cartridge, was used during a roux-en-y procedure, it would not fire. Another device was used to complete the case with no consequence to the pt.